Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18169. It was reported that the patient presented remotely via transmissions from merlin.net. It was observed that several episodes of noise were observed on the right ventricular (rv) lead. The patient was brought into clinic for isometric testing and manipulation of the device at the header resulted in noise and loss of capture. It was unknown whether the issue was due to the device header or the proximal right ventricular lead. The device was explanted and the lead was capped (B)(6) 2021 and replaced. The patient was stable.